Event description:
End user states "the suction legs will not stick to the tub."

Manufacturer narrative:
No RMA has been initiated for this issue. Model 9780, serial number/date code is unknown. The owner's manual part number 1122173 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The female consumer is (B)(6), her height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. Customer states the suction legs will not stick to the tub. No injuries and/or damages alleged. We do not know how the chair was assembled or installed to know if the instructions below were followed. On page 1 of the owner's manual #(B)(4), it states: warning do not install or use this equipment without first reading and understanding this instruction sheet. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel, before attempting to install this equipment - otherwise, injury or damage may occur. All four leg tips must be in contact with shower/tub floor at all times. Always inspect the shower chair to ensure that it is properly positioned and stable before using. Do not use the shower chair if it is wobbly or unstable. The shower chair legs have suction feet. Check the suction feet for rips, tears, cracks or wear. If any of these conditions exist, replace them immediately. This product should only be used with tub floors wider than 16-inches. Users with limited physical capabilities should be supervised or assisted when using the shower chair. Assembling the shower chair note: for this procedure. Attaching the legs: place the seat upside down on a flat, stable surface (floor or table). Position one leg over one socket in the seat and align. Push the leg down into the socket until it is fully seated and the locking tabs are through the socket tab windows. Refer to detail "a". Pull up on the leg to ensure that it has "locked" into place. Repeat steps 1-4 for the remaining three legs.